Manufacturer narrative:
The valve remains implanted and is unavailable for return and evaluation. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the valve thrombosis is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards (B)(6) affiliate through the (B)(6) registry reporting system, the patient underwent a tf tavr and received a 23mm sapien 3 valve in the native aortic position. Almost four (4) months later, the patient visited the hospital for follow-up examination. Although the patient was asymptomatic, transthoracic echo showed vmax at 3.7m/s compared to 2.2m/s post tavr, in addition to moderate mitral regurgitation compared to mild one day post tavr. CT examination indicated thickening of right coronary cusp (rcc) and left coronary artery (lcc) suggesting a possibility of hypo-attenuated leaflet thickening (halt). The patient was emergently hospitalized and continuous heparin administration and warfarin was initiated. Transesophageal echo showed low echoic mass from the annulus to middle of the rcc leaflet, and mild decreased mobility of the leaflet. It was diagnosed as halt. After intensive anticoagulation therapy, pressure gradient returned to post-tavr level, and then only oral medication was continued. After eight (8) days hospital stay, the patient left the hospital confirming no further deterioration. The outcome became ¿recovered¿. The device remains deployed in patient and will not be returned for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.